Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the clip applier was able to be squeezed, but the device did not fire. Another clip applier was opened to complete the case. There was no patient injury.